Event description:
An inpatient at the intensive care unit (ICU) was connected to a rented vision bipap unit , when it went into an inop status. The unit had been operating normally on the patient for a few hours when it suddenly went into this condition. Since it was unable to function, the respiratory therapist obtained another vision bipap. The second unit immediately went into an inop condition also. It was removed from the patient, and a third vision bipap was connected to the patient. It functioned normally. These broken units are manufactured by respironics inc. But are the property of facility, and they were notified of the problem . They picked up the units later the same day. Permission to take away the units was granted by risk management since there were no liability issues concerning the patient. The first unit appeared to have a defective keypad but the reason for the second malfunction is unknown at this time.the patient was not injured by this malfunction. The vendor, freedom medical, was given instructions to give facility feedback on the causes of the malfunction after their exam and troubleshooting is complete. Follow up reveals the 2nd device was found to have a dislodged circuit board. When the device was inspected the board was reinserted and functioned normally.